Event description:
The pt received her scs system on (B)(6) 2009. It was reported the pt was not receiving effective stimulation. The physician decided to explant the ipg on (B)(6) 2011; the lead was not explanted.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval: results: complaint was confirmed. As received, deep cuts were observed on the silicone header. A broken feed through wire was observed on channel 11. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.